Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. The pt has a history of carotid endarterectomy. The aneurysm neck was reported to be small and angulated with a diameter of 22-23 mm, vessel morphology is unk. The pt was taken to the operating room and prepped and draped in the usual sterile fashion, groin incisions were made, and the common femoral arteries were isolated. The left brachial artery was accessed, and angiography was used to identify the renal arteries. The bifurcated stent graft was advanced without difficulty through the right common femoral artery and positioned above the renal arteries. During deployment, it was reported that the bifurcated stent graft slipped down; therefore, the decision was made to place a 26 mm diameter x 3.75 mm length aortic extender cuff. The physician felt that the distance from the flow divider of the bifurcated stent graft to the renal arteries was too short for the extender cuff; therefore, the physician pulled down the bifurcated stent graft further by approximately 1 cm. The aortic extender cuff was inserted and deployed, but the device did not fully deploy within the bifurcated stent graft, directing most of the flow to the left limb of the stent graft. The physician unsuccessfully attempted to maneuver the cuff cephalad. There was antegrade flow to the right limb of the stent graft, but it was not as good as to the left limb. An iliac limb was placed into the right side of the right limb of the stent graft, but it was not as good as the left limb. An iliac limb was placed into the right side of the stent graft, creating an aorto-uni-iliac system, and a femoral-femoral bypass was performed. A dissection of the right common femoral artery that was caused by placement of a sheath was repaired during the femoral bypass. At the end of the procedure, the pt had good doppler signals in both feet and the brachial artery, and the femoral-femoral graft was functioning well.